Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. No specific event details were provided. It was reported, when the doctor noted the independent rate change the device was immediately removed from clinical service. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, it was noted an independent rate change. Though requested, no add'l info was provided.